Event description:
(B)(4).

Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. Failure data and parts-used information were reviewed for the sap and track wise files and found relevant to the service repair. The database showed no quality notifications were opened for the device. DHR : a review of the device history record was performed from the date of manufacture to the date of product release for distribution which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Chr : a review of the complaint history was performed which did confirm similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. Failure data and parts-used information were reviewed for the sap and track wise files and found relevant to the service repair. The database showed no quality notifications were opened for the device. DHR : a review of the device history record was performed from the date of manufacture to the date of product release for distribution which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Chr : a review of the complaint history was performed which did confirm similar complaints with the same or related failure mode. CAPA reference: n/a. The customer stated that there was no patient involvement.

Event description:
Wont power even when fully charged. There was no patient involvement. (B)(6). Customer stated won't power up was confirmed due to a bad nicad and lithium batteries for they failed to hold charge, replaced them new batteries. (B)(6).